Event description:
The customer reported the system is displaying a cine disk not available message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power connector. System operates as intended. (B) (4).